Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported unable to get eye tracking of the right eye during a laser procedure. The flap was laid back down and the settings were adjusted. The tracking was obtained and the procedure was completed with no patient harm.

Manufacturer narrative:
At the visit on site, a company representative verified the system and could not find any technical issue. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. No technical root cause was identified as the product was found to be within specifications. The most likely root cause was user handling during eye tracking procedure. The manufacturer internal reference number is: (B)(4).